Event description:
The event involved a 7" (18cm) appx 0.69ml ext set w/remv microclave¿ clear, clamp, rotating luer in which the customer reported that while drawing bloodwork with a saline lock, the end of the luer lock (attached the tubing) blew off independently while still attached to the vacutainer. The vacutainer with the lavender syringe was thrown onto the floor and blood from the patient sprayed on to the floor and blood was dripping from the patient (unspecified amount). The saline tubing was clamped off, another member of staff was called to get additional supplies. There were no defects noted on the tubing set before it was used. The tubing was replaced and therapy resumed. The incident occurred during patient use (in isolation) but no harm was reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. (B)(6).